Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump's rotation was jerky as the revolutions per min (rpm) were decreased. The device was not changed out, as they switched from the arterial position to a different position on the base. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.